Manufacturer narrative:
Initial and final MDR (B)(4) - device 8 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported by the patient that eight infusions set fell off within few hours of use. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.